Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. The reporter states that when the patient came home from school on the same day, her blood glucose was okay but she reported feeling very ill. By 6:30pm her blood glucose was 589, she was given an injection of insulin and brought to the hospital. She was admitted with a blood glucose >600. She treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.